Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a low blood sugar of 40 mg/dl. The customer stated that the insulin pump started going off in the middle of the night and he woke up drenched in sweat. The customer treated his low blood glucose with food. The drive support cap was found to be normal. The reservoir showed the same amount of insulin as appeared on the status screen. The customer was advised to speak with his healthcare provider and monitor the insulin pump. His blood glucose rose to 80 mg/dl. Nothing further was reported.